Event description:
During troubleshooting for an unrelated issue, the patient reported that the pump lost power. The patient stated that she changed the battery and the pump would not power on. It was indicated that the patient tried putting the old battery back in the pump and the pump would beep, the screen flickered with lines, and then the pump powered off. There was reportedly no damage to the battery compartment, there was no visible yellow o-ring, and the battery cap was secured to the pump. There was no patient impact as a result of the reported incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.